Manufacturer narrative:
This report is submitted on january 5, 2017. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to remove the internal magnet on (B)(6) 2016. During the procedure, an abutment was placed on the fixture.